Event description:
Solution set (tubing-mfg baxter), in use, delivering epidural medication, was noted to be leaking, after pt c/o pain -unsustained pain relief. Linen found wet. Tubing changed after several small, slit-like holes were noted. Size and shape of holes matched perforations on package (intended for ease of opening package.